Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system's oxygen sensor would not calibrate. The device was not changed out as they used the unit without the oxygen sensor. The surgical procedure was completed successfully, and there was no delays, no blood loss of no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.